Event description:
It was reported that the inner sheath had the ceramic tip damaged. The issue occurred during inspection of the device for use before patient in room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to a third-party distributor and was evaluated, and the reported failure was confirmed. The ceramic tip result did not meet the standard during the service inspection. Based on the results of the investigation, the most likely cause of reported issue is impact, dropping, shock or similar stress. The insulation beak failure is mechanical component problem, but the root cause of insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.